Event description:
It was also reported that the patient woke up noticing a large amount of blood on the pillow. The patient applied pressure and presented to the emergency department. However, no further bleeding was present while the patient was in the emergency department. The pressure applied by the patient before arriving to the emergency department had already stopped the bleeding, but a pressure dressing was applied anyway. The exact amount of blood loss could not be confirmed.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 56.7 mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 26.1 mm to 29.5 mm in diameter along a 7.5 mm length. The proximal aortic neck angle measured 30 degrees. The supra to infrarenal angulation measured 15 degrees. There was diffuse thrombus that covered approximately 50 percent of the seal zone circumference with a maximum thickness of 4 mm. Six aptus endoanchors were implanted during the index procedure. It was reported that, two days post index procedure, the patient experienced bleeding from the central line entry site located at the patient's right neck. The patient presented to the emergency room due to epistaxis. Hemostasis was performed at the bleeding site and the event was resolved. The investigator indicated that the event was related to the index procedure. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.